Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 500 mg/dl. The customer was treated with bolus and manual injections. The customer reported that alarm was resolved by a complete set change. The customer unable to troubleshoot due to complete set change. The customer does not want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer was advised that she will receive replacement set and reservoir.